Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, pump received with stripped battery cap coin slot(p), cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. No broken off battery cap contact noted during visual inspection. The original battery cap had a stripped battery at the coin slot. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cosmetic damage was confirmed stripped battery cap coin slot(p). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced crack on the battery cap of the pump. The customer reported no adverse event. The event involved product mmt-754wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-754wws was requested and it was returned for analysis.